Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated that the device was working properly. Customer had an infection and had changed the infusion set the day of the incident. Explained the rule of changing the set after two consecutive high blood sugar readings.